Manufacturer narrative:
Based on the results of the investigation, a definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited water immersion in the main unit imaging, flooding of the camera cable, and loose camera cable. There was no patient involvement.